Manufacturer narrative:
Initial reported address 1: (B)(6).

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed closure device was fully recaptured without incident. Another 33 mm device was selected and deployed. A partial recapture was attempted, however, severe resistance was met when retracted, and the sheath was pulled in an unexpected direction of the operator. The device was eventually fully recaptured. The procedure continued with another device with one partial and one full recapture. The case was then aborted. No patient complications occurred.

Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed closure device was fully recaptured without incident. Another 33 mm device was selected and deployed. A partial recapture was attempted, however, severe resistance was met when retracted, and the sheath was pulled in an unexpected direction of the operator. The device was eventually fully recaptured. The procedure continued with another device with one partial and one full recapture. The case was then aborted. No patient complications occurred.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system with the implant deployed and detached from the core wire, and the core wire was not returned with the rest of the device. The device was bloody. Analysis of the implant, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions/flattened), tip damage (tricuts flared/abrasions) and anchor damage. Inspection of the rest of the device found no other damage or defects. Initial reported address 1: (B)(6).